Event description:
Event description cpi received information that this possis sutureless myocardial lead and two large patch leads were capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician discovered the possis lead had a fracture and when testing the patch leads impedance measurements were low. The physician elected to cap and replace the leads with an endotak lead. Two possis leads were involved, but only one had a fracture, will report on this lead.